Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a lcp-chp (locking compression plate- clavicle hook plate) was used for a distal end clavicle fracture case. After the reduction, a plate was placed and then a cortex screw was inserted at the proximal side. The cortex screw was inserted into the proximal third hole. After that, two cortex screws were inserted in the proximal first and second holes, respectively. Finally, a locking screw was inserted in the most distal hole. When further tightening was applied to the three proximal screws, the screw in question broke just below its head. The broken part was left in the patient and the operation was completed. The broken part will be extracted at removal operation. A five minute surgical delay was reported. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code: hwc. A manufacturing evaluation was performed. The investigation of the complained screw shows that the screw is broken on the position by the last pitch of the thread located by the head of the screw. It is likely that too much applied mechanical force well beyond its calculated design during use caused the breakage. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.